Event description:
It was reported that the patient aspirated before the implantable pulse generator (ipg) was implanted. The patient was sent to the intensive care unit (ICU). Patient is now out of the ICU and would like to move forward with the permanent again. Additional information stated that the aspiration happened during the procedure.

Event description:
It was reported that the patient aspirated before the implantable pulse generator (ipg) was implanted. The patient was sent to the intensive care unit (ICU). Patient is now out of the ICU and would like to move forward with the permanent again.